Event description:
It was reported by service report that the side rail would not latch in the raised position. The service report notes do not indicate if there was a patient involved or if there were adverse consequences reported.